Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier was not clasping the weck clips down all of the way. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was noted. It grasped the clips out of the container without issue and loaded. There was no damage noted. The issue was identified while the surgeon was attempting to clamp a vessel and incomplete closure of the clip was noted. The customer was using a large hemoclip. The vessel of the tissue bundle was not greater than the specified diameter suggested for the clip applier. The issue occurred on the first use; the customer obtained a new instrument and clips to proceed with the case. There are no videos or photos available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.